Manufacturer narrative:
It was reported a controller ac adapter with no power. The controller ac adapter ((B)(4)) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited to, a faulty internal component and/or due to an open circuit along the output cable. The device, however, was not available for analysis this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient brought back controller ac adapter during routine clinic visit complaining that it was no longer charging. The controller ac adapter was replaced no reported consequence or impact to the patient. No further information was provided.